Event description:
Repeated arterial pressure alarms were received during the patient¿s hemodialysis (hd) treatment. The staff realized the patient¿s hd access (a non-(B)(6) product) was clotting off. The patient¿s blood was returned. Treatment was ended. The patient was scheduled at a vascular access center where the patient¿s access was declotted. The rn confirmed that the patient completed this treatment. Due to scheduling, the patient went to the hospital to complete this treatment. No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).